Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2005, the lay user/reporter contacted lifescan on behalf of the lay user/pt alleging that his one touch ultra meter was set to the incorrect unit of measurement. The pt purchased the meter in 2002 and reports only testing twice a week. Two months later, while vacationing, the pt noticed that the meter was "not working properly". When he returned home, he took his meter to the pharmacy to have it "reprogrammed." The pt suspects that the meter was set to the "mg/dl" unit of measurement since 2005. He was not taking any diabetes related medication at that point in time. The pt's spouse reported that he had been obtaining results such as 134 mg/dl and 142 mg/dl, while possibly believing that they were 13.4 mmol/l (converts to 241 mg/dl) and 14.2 mmol/l (converts to 256 mg/dl). Due to what seemed as elevated results, the pt went to see his physician. The pt was unable to provide any results obtained prior to the dr's appointment. A lab test was ordered. The pt did not take his meter to the appointment. Due to the lab tests, the pt was placed on metformin (one tablet daily). The pt has been advised to consult with his physician as a result of the unit of measurement issue. The technical service rep discovered the unit of measurement issue. The pt could not recall if the meter was previously set to the correct unit of measurement. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measure while the pt does not recall going into the meter settings. The meter and test strips were replaced.